Event description:
It was learned that an edwards aortic bioprosthetic valve exhibited severe stenosis and mild regurgitation after an implant duration of approximately fourteen (14) years in a (B)(6) year old female.the patient had severe renal insufficiency, dilated, calcified asc. Aorta, and poor mobility. The patient underwent a procedure to implant a sapien transcatheter valve implanted 50:50 inside the subject surgical valve (valve in valve), with no regurgitation noted post procedure.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. The device history record was reviewed and showed that this device met all manufacturing specifications prior to product being returned for distribution.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.